Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was recently involved in a car accident. Log file submitted revealed several pulsitile index (pi) with his rpm dipping to 9000; however, the mcs equipment is operating as intended. The patient elected to go home and scheduled back on (B)(6) 2020 as tech services were contacted regarding another cut in silicone near percutaneous lead (driveline) end. The patient was instructed they could reinforce with rescue tape or if they decide they could perform a clam shell. Waiting to hear back on decision from the center. Additional information was requested but not provided.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for this finding and a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. Examination of the submitted photo appeared to show a slight separation of the distal end bend relief. A specific cause for this superficial damage could not be conclusively determined through this evaluation. The submitted log file contains data from (B)(6)2020 at 18:15:37 through (B)(6)2020 at 13:41:56. Multiple pi events were captured throughout the file (226 total). Overall, power ranged from 5.4-8.1 w, estimated flow ranged from 4.6-7.8 lpm, and average pi was between 2.1 and 6.0. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The system appeared to be operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and patient handbook address how to care for the driveline. The IFU explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.